Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The auto save and extended fluoro were found to be turn on during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system would save image on its own and would continue to fluoro after the button was released. No pt injury was reported.